Event description:
It was reported that during a tunica vaginalis testis procedure, the mesh separated from the needle. This occurred during passage through the abdominal incision. The tape was pulled out and the procedure was completed using another device with no patient consequences.